Event description:
Pt with severe cornary artery disease and depressed ejection factor electrophysiology study demonstrated inducible ventricular fibrillation, difficult to convert to sinus rhythm. Recommend implanted defibrillator. Device implanted on 1/24/94, during insertion, multiple shocks, defibrillator was functioning adequately. Defibrillator shocked pt on 2/14/94, and he was told to return to hosp if further shocks. On 2/15/94 pt left alone and later found by his wife. Emergency personnel found him to be beyond resuscitation. Medical examiner removed device and it was returned to the MFR. This device was being studied under institutional research protocol.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.